Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this event was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a19mm pericardial aortic valve has been scheduled to undergo a valve-in-valve procedure after an implant duration of eight (8) years, six (6) months due to unknown reasons. The tavr procedure is to be performed with a 20mm edwards transcatheter valve. No additional information provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received and the following section(s) was updated. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. No information was provided to indicate the patient's weight prior to implant of the initial surgical valve. However, it was reported that at the time of intervention, the surgeon determined that there was patient prosthesis mismatch causing aortic stenosis. The root cause has been determined to be due to procedural related factors at the initial time of surgical valve implantation. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a19mm pericardial aortic valve has been scheduled to undergo a valve-in-valve procedure after an implant duration of eight (8) years, six (6) months due to moderate aortic stenosis. The tavr procedure was attempted. When the sheath was placed and the valve was crossed, patient hemodynamics were checked. It was then discovered that while the patient had moderate aortic stenosis the surgeon determined that patient prosthesis mismatch was the cause of the patient's issues. The 20mm edwards transcatheter valve was not implanted as it was not believed that it would improve the patient's condition. The case was abandoned and the patient left the operating room. No other details were provided.